Event description:
It was reported that a trainer assisting a user attempted to start and scan a freestyle libre 3 plus sensor within the ilet mobile app, but repeated scan attempts resulted in errors consistent with intermittent communication failure, with device components implicated including the antenna and electrical/magnetic elements. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and trainer and analysis of information they provided. Investigation of this case revealed an interoperability problem between the ilet mobile app and the sensor, aligned with intermittent communication failure and involving antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.